Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricle lead exhibited noise over-sensing. The noise was not reproducible. Programming changes were made. The patient was in stable condition and is being monitored.